Manufacturer narrative:
This report is submitted on march 1, 2022.

Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. Correction: the correct date of implant is (B)(6) 2017. This report is submitted on march 21, 2022.